Event description:
The patient reported that there was "no power to the pacemaker". Follow-up with the physician's office determined that the device was "determined to be faulty", that there was early battery depletion, and that the leads could not be interrogated. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic depression and melted. Also, the distal end low voltage electrode was covered with blood and body tissue/fibrotic growth.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had high thresholds and the rv and right atrial (ra) leads had not been sutured down at initial implant and there was dislodgement/placement difficulty.